Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitor leads experienced an episode of syncope; device output was increased with confirmed periods of capture pending further review. It was then noted the patient had presented several days earlier for routine follow-up at which time a message was observed stored to the device indicating it had automatically changed configuration from bipolar to unipolar therapy as a safety mechanism due to out-of-range impedance measurements. Additionally, episodes of noise and oversensing were observed on both the right atrial (ra) and right ventricular (rv) lead channels. An x-ray was performed but found unremarkable. The physician elected to reprogram the device to unipolar therapy, increase output, and program the minute ventilation (mv) sensor off. The patient was sent home with a monitor for remote interrogations and device memory sent to boston scientific technical services (ts) for detailed analysis. Ts confirmed evidence of an out-of-range pace impedance measurement from several months prior. There were also numerous instances of mv oversensing observed. Ts suggested additional options for programming. No additional adverse patient effects were reported. This system remains in service.